Event description:
It was reported that there was a loss of therapeutic effect and therefore loss of bladder control. There was no known accident or incident related to this event. Symptoms had gradually returned over past several weeks. The ins was set at 4.3 and pt reported that was a high setting. The pt had an appointment (B)(6) 2011 to meet with hcp. It was reported that the device was reprogrammed (B)(6) 2011 and the pt was okay now. There was a high impedance on electrode 0 before reprogramming. The case was resolved. The pt did not require hospitalization and there was no injury.

Manufacturer narrative:
(B)(4).